Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), ubd: , UDI#: (B)(4). B3: date is approximate. Year is confirmed valid. H3: product ID: 97755, serial/lot #: (B)(6) was returned for product analysis. Analysis found that there was a recharger antenna failure and the controller goes blank when the recharger (rtm) was connected. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was caller stated that for 2-3 months they've been having problems charging their implant. Caller stated mainly they were seeing "system problem rm04" and sometimes "system problem rm05" along with a "software problem 1- intellis, 2- 3.0, 3- 0, 4- ," but now the controller screen will just go black the second they plug in the recharger. Caller stated they can't turn the controller back on without taking out the battery. Caller noted that they can't get the implant to charge at all. Agent walked caller through resetting the controller. Agent had caller examine the equipment for damage; caller noted the recharger cord had some splits in it but otherwise there was no visible damage to any of the connection pins. Agent had caller insert the battery pack, and caller confirmed the controller powered on. Caller saw "memory problem" and reset the date/time. Agent had caller connect the recharger, and caller confirmed the screen of the controller immedi ately went all black and would not come back on. Caller confirmed the controller charges from the ac power supply just fine. The issue was not resolved. An email was sent to the repair department to replace the recharger.